Event description:
During a pulse field ablation procedure, a faradrive steerable sheath clear was selected. When the sheath was aspirated after replacing the mapping catheter, a significant amount of air was visibly present inside the clear sheath. The sheath was replaced and the procedure was completed without further complications.